Manufacturer narrative:
H6- type of investigation code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo 12.6 implantable collamer lens of diopter -9.00/1.0/088 (sphere/cylinder/axis) into the patients right eye (od) on (B)(6) 2024. Reportedly the lens tore/broke during injection/delivery into the eye. There was patient contact but no patient injury. The lens was implanted, removed and replaced intraoperatively with a lens of the same model, longer length and the problem was resolved. Additional information provided: "due to stock problems, change the replacement icl degree". The reporter indicated the cause of the event is unknown.